Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Medwatch report # (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected at the end of the tubing. The disconnection occurred during priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the set was observed ¿cut¿ in the top segment near the chamber and the tail-end near the male luer and the male luer end is not present. The solvent was not applied uniformly through all the tubing area as there are opaque and brilliant areas which show the solvent was not applied uniformly. The reported condition was verified. The cause was a machine misalignment. Should additional relevant information become available, a supplemental report will be submitted.